Manufacturer narrative:
(B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that device malfunctioned. Reportedly, patient was having hardware removal on (B)(6) 2015. No other information was available.